Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered on the distal end of the device. Additionally, the following findings were also noted: bending tube is dented. C-cover is broken. There is corrosion from el-connector due to the leakage. - connecting tube is dented. The insulation resistance value is out of standards due to the corrosion on connecting tube. The insulation resistance value on distal end is out of standards due to the broken c-cover. There is noise on the image due to the broken ccd unit and there is no image intermittently. The resolution is out of standards due to the broken ccd unit. There is no image due to the corrosion from el-connector. There is shadow on the image due to the broken ccd unit. Universal cord is dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that there was insufficient angulation of their evis bronchovideoscope. This issue was discovered during preparation for use. Upon inspection and testing of the returned unit, foreign material was found on the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause could not be established. The event can be prevented by following the instructions for use: "operation manual: important information ¿ please read before use: warnings and cautions states preventive measures.". Olympus will continue to monitor field performance for this device.